Manufacturer narrative:
H.6. Investigation summary: received one q-syte unit with no packaging material. DHR review was performed on the sub-assembly lots used to manufacture this product. Visual examination: damage (tears) was observed on the slit of the septum top disk. No damage was found on the column wall. The septum top disk was unglued from the rim of the q-syte. Evidence of adhesive and septum deposits was visible at the rim of the q-syte. The evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced, external forces most likely contributed to the failure observed.

Event description:
It was reported that 3 bd q-syte¿ luer access split septums experienced an unglued septum/lifts up at arm which was noted prior to use. The following information was provided by the initial reporter: it's noticed that the septum unglued during priming.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd q-syte¿ luer access split septums experienced an unglued septum/lifts up at arm which was noted prior to use. The following information was provided by the initial reporter: it's noticed that the septum nglued during priming.